Manufacturer narrative:
The account found the slingbar bolt was broken. Under care and maintenance in the instruction guide for universal slingbars, (B)(4) , it is stated: - check the screw and locking nut that attaches the slingbar. The instruction guide for the viking xl states that before lifting, always make sure that: the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift. It also states: lift correctly! Before each lift, make sure that: ¿ the sling loops at opposite sides of the sling are at the same height. ¿ all the sling loops are fastened securely into the slingbar hooks. ¿ the slingbar is level during the lift. ¿ the lifting accessory hangs vertically and can move freely. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The account replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was being lifted from the wheelchair to the stretcher when the slingbar mounting bolt broke dropping the patient a short distance back into the wheelchair. The lift was located in the radiology department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).